Event description:
It was reported device related thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 27mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa and complete seal was noted during the implant. 45 day transesophageal echocardiography (tee) revealed a small thrombus on the face of the device. There was no leaks or thrombus seen at the time of the implant. The patient is on xarelto medication regime. The physician did not decide on a different medication at time of visit. The patient remained stable.